Manufacturer narrative:
The customer's complaint history was reviewed for a one year period, this is the first event reported regarding this issue for this facility. Samples have been returned to the MFR, but the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A registered nurse reported that white material was found in the pt's eye during surgery. The bulk of the material was removed at the time of surgery, but some of the white material remained in the eye near the iris. At 5 days post op, the nurse reported that the physician is monitoring the white material, now characterized as a particle, at this time. It is not affecting the pt's vision nor comfort. There are no plans to remove the particle at this time.